Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery alert functioning properly during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with 20 units injected. After the troubleshooting was done, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that the high pressure test did not get no delivery and repeatedly done with the same result. The customer was advised that the device would be replaced.